Event description:
It was reported that approx. One month after implantation, the valve did not let the constant media flow through. This was confirmed by x-ray. There was no pt injury reported. The pt did have to receive a shunt system replacement (surgery) twice. Ref.2132740-1999-00004.